Event description:
It was reported the pt's device showed an eos/eol message after one week of use. The pt had 2 programs, 60 hz, four negative and four positive on each, 450 pw and 7.5 v. At the given settings, the normal longevity would have been 2 months. Impedance readings were in the 500 ohms range. Further testing was to be done at the time of replacement. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.